Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported rupture that was noticed during explant surgery. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported rupture that was noticed during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Visual/photo analysis: visual analysis of the photographs identified: "- anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: rupture observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided."